Event description:
(B)(6) male s/p r internal iliac coil embolization for ectatic iliac anatomy ((B)(6) 2015). Patient was admitted for an expanding 5cm abdominal aortic aneurysm (aaa). During procedure proglide perclose did not deploy properly. The device was wrapped and set aside, while procedure continued with a new device.